Event description:
This report is in reference to the voluntary report that was received from the office of surveillance and biometrics, which stated, "in the process of a routine transurethral resection of a bladder tumor, the scub tech noticed smoke being generated from around the area of the resectoscope hand piece. On inspection of the hand piece, a black discoloration was noticed around the area of the resectoscope that connects to the bovie cord."

Manufacturer narrative:
The device referenced in this report has not been returned for eval, but a replacement unit has been issued to the customer. To date, we have not been able to reach the reporter. Therefore, the cause of the user's experience cannot be determined at this time, if significant info becomes available at later date, a supplemental report will follow. This report is being filed as an MDR in an excess of a caution.